Manufacturer narrative:
Internal file number (B)(4). Catalog number updated from 1550350-33 to 1550350-38. Evaluation summary: the device was returned for analysis. The reported inflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issues as the balloon fully inflated and the stent expanded fully without issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 3.50x33mm xience sierra stent delivery system failed to inflate. An unspecified stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.